Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 03/29/2024, it was reported that the patient was experiencing abdominal pain, headache, shaking and nausea. At that time the cgm was reading low so the patient self-treated with cookies. Her sister drove her to the nearest hospital. In the ER, they tested her bg which was 546 mg/dl and the cgm reading was low. The patient stayed in the hospital overnight. They performed several laboratory tests and they also treated the patient with 3 bags of IV fluid. The patient was discharged the next day in the morning (less than 24 hours hospitalization). At the time of the discharge the bg reading was around 301 mg/dl. At the time of the report the patient was still feeling stomach pain and nausea. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and data log analysis passed. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because there were no calibrations to confirm the reported inaccuracy in the log. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).